Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: the pump was returned with the battery compartment cracked above and below the bumper pad. There was visible corrosion in the battery compartment and behind the display lens. A test battery cap was able to carefully attach to the pump. The pump did not power on. The attempt to download the pump history and black box was unsuccessful. The pump failed a leak test due to a battery compartment crack. There was evidence of moisture on the internal components of the pump.

Manufacturer narrative:
Follow up # 2 date of submission 10/07/2016 ¿ correction: the serial number for this pump is (B)(4).